Event description:
It was reported that sometime post ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure, the tip of the catheter was allegedly damaged. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2026). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows the partial view of the health care provider holding the drainage catheter. Stylet was noted to be exposed at the distal end of the catheter. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported damage and loss of bond as no objective evidence was obtained from the provided photo to confirm the reported event. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement, the tip of the catheter was allegedly damaged. It was further reported that the thread allegedly fallen off. Reportedly, the catheter was replaced. There was no reported patient injury.